Event description:
It was reported that a user experienced a low glucose event with a cgm reading of 55 and self-treated with oral glucose in the form of orange juice, after which the cgm began to trend upward; a fingerstick initially read 120, then 90 after re-cleaning, and the user reported no symptoms and suspected a hypoglycemic event. Symptoms included an asymptomatic low glucose reading. Outcomes included resolution after oral carbohydrate treatment without hospitalization. Investigation included complaint intake and troubleshooting with user education regarding verification of low readings and timing of confirmatory fingersticks. Investigation of this case revealed cause unclear for the reported hypoglycemia, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.